Manufacturer narrative:
The device was received with operational currents within spec and passed self test and displacement test. Pump trace download analysis confirmed the pump alarmed power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm, replace battery alert and replace battery now alarm due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. No pump error 23 was noted during testing. Unit was programmed with test link and glucose sensor simulator. The device communicated properly and display the calibrate your sensor alarm properly after completion of the warm up. A calibration values was manually enter and unit display the programmed valued properly on the display graph. No lost sensor alarms were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had low battery warning, replace battery now alarm, power loss alarm and post-reset ram crc alarm. Customer¿s blood glucose level was unknown. Troubleshoot was performed. Customer received a low battery alert prior to the replace battery now alarm. Customer states there were not unattended alarms. Customer states the battery cap is not loose, cracked or damaged. Customer states this was the second occurrence of replace battery now without a low battery warning. The customer was advised that the pump will be replaced. The insulin pump will be returned for analysis.